Event description:
It was reported that the patient had the ambicor penile prosthesis removed as the device would not deflate. A new ambicor penile prosthesis was implanted. No patient complications were reported.